Manufacturer narrative:
This report is submitted on august 08, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 19, 2023.